Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip applier failed. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good condition. In addition, a bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident of malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.